Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming (nc) report, and CAPA. No ncs nor capas were identified. There were several complaints against this lot identified with the same failure mode. An investigation into this lot will be executed and further details if applicable will be commented via a supplemental report.

Event description:
According to the available information the physician implanted both the fixed and dynamic anchors of the first sling. When tightening the sling with the tensioning suture, the suture tore away from the mesh. The physician cut the other side of the sling to remove and successfully implanted a second altis sling without any issues.